Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) fiber optic connector was damaged. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional point of contact: (B)(6). Occupation: biomedical engineer. A getinge field service engineer (fse) replaced fiber optic extension cable assy. This corrected issue. Reference pm so# (B)(4) for checklist and test results. Device passed functional and safety tests according to factory specifications. Device was returned to customer and cleared for clinical use. The failure analysis and testing dept. Received part number 0012-00-1562 serial number (B)(6) howdy fiber optic extension cable with a reported unit failure of a damaged connector.the failure analysis and testing dept. Performed a visual inspection and found the connector to be damaged. Retaining the fiber optic connector in the failure analysis and testing dept. Per procedure number (B)(4) rev.al. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.